Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was suspected that the patient had an infection in the generator pocket. No known factors that may have led to or contributed to the issue were reported. The surgeon decided to explant after examining the patient. Both the extensions and the generator were explanted. The event was resolved at the time of the report.